Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one conquest 40 pta dilatation catheter received for evaluation. During visual inspection, no kinks noted to the catheter, no anomalies to the luers, bifurcate or glue fillets. A pinhole was noted to the distal tip of the balloon, peeled pebax was noted to the distal tip of the balloon. No other anomalies noted. During functional testing, an in-house presto inflation device was used to inflate the balloon, and water was noted leaking from the balloon. Further, the balloon fibers where stripped and under microscopic examination, a pinhole rupture was noted to the balloon. No other functional testing performed. Therefore, the investigation is confirmed for the reported balloon rupture as pinhole rupture was noted to the balloon. Also, the investigation is confirmed for the identified peeled pebax as balloon was noted to have peeled pebax at the distal end of the balloon. A definitive root cause for the reported balloon rupture and identified peeled pebax could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: d2b (dqy; lit). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure in the left arm, the pta balloon allegedly could not be pressurized. It was further reported that upon retrieval of the balloon was allegedly found to be leaking. Reportedly, the balloon was noted to be ruptured. There was no reported patient injury.